Manufacturer narrative:
(B)(4). The post market surveillance department has received patient medical records and treatment data sheets for review. Both a clinical investigation (ci) and a plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The (B)(6) of an outpatient dialysis facility reported a patient experienced hypotension and dizziness approximately 20-45 minutes after hemodialysis treatment was initiated. According to the (B)(6), when the reaction occurred, the patient's blood was returned and the symptoms resolved. The treatment was restarted using a new fresenius optiflux 160nre dialyzer. The treatment was able to be continued and successfully completed without any further issue. The physician ordered a dialyzer change after three treatments which required the dialyzer be switched shortly after the therapy was initiated. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. The patient has continued receiving hemodialysis treatments using another manufacturer's device with no further issues being experienced since the dialyzer was switched.

Manufacturer narrative:
Manufacturer evaluation: the reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical evaluation: the (B)(4) of the dialysis facility reported the patient experienced hypotension and dizziness approximately 20-45 minutes after hemodialysis treatment was initiated. According to the (B)(4), when the reaction occurred, the patient's blood was returned and the symptoms resolved. The treatment was restarted using a new fresenius optiflux 160nre dialyzer. The treatment was able to be continued and successfully completed without any further issue. The physician ordered a dialyzer change after three treatments which required the dialyzer be switched shortly after the therapy was initiated. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility. The patient has continued receiving hemodialysis treatments using another manufacturer's device with no further issues being experienced since the dialyzer was switched. There is no documentation in the medical record supporting a possible association between the optiflux 160nre dialyzer and the event of hypotension and dizziness. Medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review.